Event description:
It was reported that the fluoroscopy failed on the allura xper fd10 device. The complaint device was not in use at the time of the event. No patient harm or injury were reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was the allura integris system lost the fluoroscopy function. The system was not in clinical use. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur because it is for the operator of the equipment to ensure that all checks have been satisfactorily completed before using the equipment for its intended purpose. Routine user checks may be carried out by the user. Based on the available information, this issue has been determined not to be a reportable event.